Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported; "damage to gamma nails in the body. Inserted about half a year ago. The doctor's view was that it was a very complicated fracture and that it was damaged because the patient was young and very active." The patient required an implant explantation to remove the device.